Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: age range 61 - 80 years old. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. Catalog#: a complete catalog number is unknown as serial numbers were not provided. Expiration date: unknown, as serial numbers were not provided serial#: unknown, information not provided. Unique identifier: a complete UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information not provided. Explant date: not applicable as the devices were not explanted. Device manufacture date: unknown, as serial numbers are provided. (B)(4). Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing record review: a review of the records could not be performed as the product serial numbers were not provided. Conclusion: based on the investigation, no product deficiency was identified. Citation: guenal kahraman, md, clara ferdinaro, md, barbara wetzel, md, clemens bernhart, md, franz prager, md, michael amon, md. Intraindividual comparison of capsule behavior of 2 hydrophobic acrylic intraocular lenses during a 5-year follow-up. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. (B)(4).

Event description:
The following article was received based on literature review: literature title: intraindividual comparison of capsule behavior of 2 hydrophobic acrylic intraocular lenses during a 5-year follow-up. Thirteen eyes developed pco by the 5 year follow up who were implanted with zcb00.